Event description:
09/24/2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as red and raw skin under the front therapy electrode. It was reported that the therapy electrode was leaking gel, which contributed to the skin irritation. The patient's nurse cleaned the affected skin. Follow-up indicated that the patient decided to end use of the lifevest. The current medical condition of the irritation is unknown.